Manufacturer narrative:
This incident occured in (B)(6), to the korean patient. He had a surgery to insert trochanteric femoral nail and neck screw for its system on (B)(6) 2013. On (B)(6) 2020, while he had the surgery to remove them in the same hospital, the part of the neck screw was broken and left in his femur. This problem is the first case worldwide to u&I corporation. Upon reviewing the returned part of the neck screw, it was broken from the starting point of hole processed for wedge wing. It had been repeatedly pressured over a long period of time for about 7 years from 2013 to 2020, leading to that fatigue stress accumulated at the wedge wing hole. Furthermore, it is possible that bone ingrowth occured through the wedge wing hole while retaining for a long term, resulting in a strong bond between the neck screw and bone. Given the conditions described in above, it is presumed that the neck screw was broken due to the tension generated during the removal surgery. Also from our point of view by observing appearance of the neck screw(scratched in the groove line for nail cap) , the surgeon might have tried to eliminate it while he didn't unscrew the fixed nail cap from the trochanteric nail. We recommended that the nail cap be pulled out from trochanteric nail before trying to remove the neck screw otherwise implants (also used in conjunction with any instrument) might be damaged, also to the extent of any instrument used in conjunction with them. We cannot find any quality problem by reviewing the device history record (manufacturing&inspection)of the relevant product. The patient's condition is going to be monitored.

Event description:
The male patient had surgery to insert trochanteric femoral nail and neck screw from its system on (B)(6) 2013. On (B)(6) 2020, while he had the surgery to remove them in the same hospital, the part of the neck screw was broken and left in his femur.